Event description:
The customer reported that they had a display monitor when out. The display had the blue power light on, but was not displaying anything. This resulted in a temporary inability to monitor pts centrally until the customer replaced the monitor. There was no report of any pt harm as a result of the reported events. Note: the customer did not provide any pt info.

Manufacturer narrative:
The device eval is not yet complete. A f/u report will be submitted when the eval is complete.